Event description:
During meniscal repair both "t's" were implanted successfully, however, when the knot was pulled tight the suture broke free from both "t's". Both "t's" remain implanted, but the suture was removed. Surgery was completed without incident using additional fast-fix devices. It was reported that there was no pt injury or complications.